Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set fell off during use on (B)(6) 2024. It was confirmed that the infusion set was in use for 2 days and she was not doing any physical activity when it fell off. Patient's blood glucose was about 200 - 250mg/dl and corrected by replacing the infusion set and resumed insulin successfully. No further information available.